Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the implant in their back feels close to the surface and was uncomfortable. The patient stated that it had not been uncomfortable for long, but it has become more noticeable now that the area was completely healed. The patient was redirected to their healthcare provider to further address the issue. They also wanted to know if they need to continue taking medication, and were advised to consult with their healthcare provider, they mentioned the medication was prescribed by doctor.